Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Specific bg values were not provided. Reportedly, assistance was required to address bg level. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.